Event description:
It was reported by the patient that she had a hernia repair procedure (B)(6) 2011 and mesh was implanted. In (B)(6) 2011, she required a second surgery for a recurrent hernia. During the procedure it was noted that mesh had raveled and did not adhere. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00313. The same patient is represented in each medwatch.